Manufacturer narrative:
Additional manufacturer narrative - additional information, device evaluation the pipeline flex braid was returned. There was no pusher or catheter returned with the braid. The distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. No other anomalies were observed. Based on the analysis findings, the pipeline flex braid was not confirmed to have failure to open. The cause of the event could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex embolization device that did not open. The patient underwent embolization treatment for a small unruptured saccular aneurysm located in c4. Measuring 5.2mmx4.12mm, landing zone distal 4.86mm proximal 4.97mm. It was reported that after the microcatheter was in place, the delivered pipeline was in place and attempted to release. After multiple attempts failed to open so gave to use ped and using a traditional stent plus a spring coil embolization. Postoperative aneurysm embolization was completed. There were no reports of patient injury in association with this event.